Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
On (B)(6) 2011, the pt was hospitalized due to experiencing withdrawal symptoms. The health care professional injected a bolus of clonidine. The pt felt full relief after 8-10 minutes. The hcp believed that the withdrawal syndrome was due to the pump nearing end of life and the delivered dose of clonidine was less than what it should have been. No alarms were heard. It was later noted that the pump motor had stalled. It was determined that the anticipated pump end of the life was "less than 1 month." The pump was replaced. The pt outcome was reported to be "fine" post-op.